Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary water channel. During manual cleaning, the customer uses extrazym plus lh detergent and brushes instrument/suction channel, suction cylinder and instrument channel port using olympus bw412t brushes. The scope was not manually sterilized. For automatic endoscope reprocessing, the user facility uses mini etd 2, along with olympus detergent and olympus disinfectant. The endoscopes are stored vertically in a drying cabinet (model: olympus edc plus ) and olympus is the maintenance company the user facility uses. The scope was sterilized using hydrogen peroxide. The instrument used for sterilization was mini etd 2 matr 18943302. The name of the sterilization programme was standard endodis. The frequency of sterilization was per procedure. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the customer¿s allegation could not be confirmed. The obtained results are in conformance with the requirements. An evaluation of the returned device revealed, distal end cover had a crack. The adhesive part of the bending section cover was worn out. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, three scopes tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The suction and insufflation channels tested positive for enterobacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report captures complaint on evis exera iii colonovideoscope (model: cf-h185l, serial number: (B)(4). Patient identifier (B)(6) captures complaint on evis exera iii colonovideoscope (model: cf-h185l, serial number: (B)(4) and patient identifier (B)(6) captures complaint on evis exera iii gastrointestinal videoscope (model: gif-h185, serial number: (B)(4).